Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported that the battery pins in battery well "a" appear loose. There was no reported patient involvement/adverse patient impact.